Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during step 9 remove cassette of treatment. The patient was not connected during the reported incident. It was note fluid leaked from the black pumps and fluid was discovered in the pump module area and on the external of the cassette. The patient noticed the cycler draining slowly and the patient line alarms occurred prior the fluid leak. The film on the back of the cassette was also noted to be loose. It was noted a draining slowly message occurred in drain 0 of treatment and a patient line is blocked message occurred in fill 1. The patient was advised to call their peritoneal dialysis registered nurse (pdrn) for alternative treatment following the reported event and to the the cycler air out over night. Upon follow up, the pdrn confirmed the reported event. The pdrn stated the fluid leak was noted at step 9 of cycler treatment after the cycler alarms and treatment was completed and as the patient opened the cassette door. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) the following treatment. The pdrn stated the patient is continuing with peritoneal dialysis on the current cycler without issue and without reoccurrence of the reported event. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to return for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during step 9 remove cassette of treatment. The patient was not connected during the reported incident. It was note fluid leaked from the black pumps and fluid was discovered in the pump module area and on the external of the cassette. The patient noticed the cycler draining slowly and the patient line alarms occurred prior the fluid leak. The film on the back of the cassette was also noted to be loose. It was noted a draining slowly message occurred in drain 0 of treatment and a patient line is blocked message occurred in fill 1. The patient was advised to call their peritoneal dialysis registered nurse (pdrn) for alternative treatment following the reported event and to the the cycler air out over night. Upon follow up, the pdrn confirmed the reported event. The pdrn stated the fluid leak was noted at step 9 of cycler treatment after the cycler alarms and treatment was completed and as the patient opened the cassette door. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) the following treatment. The pdrn stated the patient is continuing with peritoneal dialysis on the current cycler without issue and without reoccurrence of the reported event. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to return for investigation.